Event description:
A nurse from the user facility reports the surgeon noted a tear in the side of the lens after implantation. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.